Event description:
It was reported by service report that the left siderail was broken at the litter mounts exposing sharp surfaces and could not be latched up. No pt involvement or adverse consequences are reported.